Event description:
In an email dated (B)(4)2014, the surgeon reported a complaint to the company regarding a pt with a growing proximal femur. "He has a bit short on that side, but that has been the same for years (you will see that we put cement in to stop it collapsing further). He has recently started limping a lot more and this x-ray looks as though there may be a lucent line between the stem and the shaft-is this real-si this a fracture? I could not detect any movement there - what do you think?" A photo of the pt's x-ray was provided to the company.

Manufacturer narrative:
The device fracture was not confirmed via x-ray. The patient walked with a limp, there was no conclusion as to whether a device fracture occurred. There has been no follow-up by the surgeon requesting further design input. This complaint will be closed. If further contact by the surgeon is made, stanmore will investigate and provide an update. Device not returned.

Event description:
(B)(4). The patient was originally treated for ewing's sarcoma in left proximal femur in (B)(6) 2003, with a stanmore implant's custom proximal femur replacement device. In an email dated (B)(6) 2014, the surgeon reported a complaint to the company regarding a patient with a growing proximal femur. "He has a bit short on that side, but that has been the same for years (you will see that we put cement in to stop it collapsing further). He has recently started limping a lot more and this x-ray looks as though there may be a lucent line between the stem and the shaft-is this real-is this a fracture? I could not detect any movement there -what do you think?"

Manufacturer narrative:
The investigation is on-going; additional info has been requested. Also, the company has requested that the device be returned to the company for investigation. A supplemental report will be provided. Note: this custom device is similar to the mets modular proximal femur implant (k121056).